Event description:
It was reported that 5 bd safetyglide¿ needle was clogged. The following information was provided by the initial reporter: during the span of my all day well child clinic, I had 5 needles that were patent on drawing up of vaccine, but airlocked trying to push up on the plunger to express. With these needles, I was unable to rid the syringes from air bubbles after drawing up vaccine or express vaccine that needed to be drawn into another vial to reconstitute. Needles were replaced with properly functioning needles without concern. Level of harm: no effect - did not reach patient - detected before use or does not touch person during use. No serious harm was reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no samples or photos received by our quality team for evaluation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process.

Event description:
It was reported that 5 bd safetyglide¿ needle was clogged. The following information was provided by the initial reporter: during the span of my all day well child clinic, I had 5 needles that were patent on drawing up of vaccine, but airlocked trying to push up on the plunger to express. With these needles, I was unable to rid the syringes from air bubbles after drawing up vaccine or express vaccine that needed to be drawn into another vial to reconstitute. Needles were replaced with properly functioning needles without concern. Level of harm: no effect - did not reach patient - detected before use or does not touch person during use no serious harm was reported.